Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the main printed circuit board (pcb) and heart lead flex were contaminated, the upper and lower cases were contaminated, the battery drawer, battery release, heart block, heart wire contacts, keyboard pad and lead flex cover were contaminated, the battery contacts were compressed, the ring cover was contaminated, and two side bail covers were contaminated/broken. (B)(4).

Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.